Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
The infant was having its vitals taken and being repositioned. The nurse saw it snap [at the hub], grabbed it and had the medical team attend the bedside to remove.